Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient was admitted for treatment of uremia. During dialysis, a crack was observed in the threading of the chronic catheter kit venous (blue) port/luer adapter, leading to a temporary suspension of dialysis. A tego was not utilized. The insertion site was not treated prior to product placement. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. The initial disposition was to contact the supplier site to investigate the cause of the event and prevent recurrence. After replacing the catheter with a new one as the intervention, the treatment was completed. The patient treatment/check-in time was extended. There was no blood loss. Blood transfusion was not required. There was no reported patient injury.